Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the pump is broken and needs to be replaced. No additional information is available at this time. This report is being made based on the indication that the pump is not functioning. The pump model was not provided.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.